Manufacturer narrative:
Continuation of d10: product ID 977a275, serial# (B)(6), implanted: (B)(6) 2025, product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(6), ubd: 15-may-2028, UDI#: (B)(4), g2: the country of origin is germany. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was implan ted with an implantable neurostimulator (ins). It was reported that during lead implant, contacts 6 and 7 were always shown with very low impedances. The surgeon cleaned the lead and changed the channels in the wens and the impedances remained similar, and when the surgeon put the lead into the ins, it stayed the same. They decided to use the lead as it was covering the painful area very well and they did not want to risk using another lead and not getting it to that spot. The representative programmed the ins later that day and it showed contact 5 as broken (this was clarified as meaning impedances were 40,000 ohms); contacts 6 and 7 were normal at this time.